Manufacturer narrative:
Intuitive has received the long bipolar grasper instrument associated with this complaint and completed investigations. Failure analysis investigations did confirm the customer reported complaint. The housing was removed for inspection and the instrument was found to have a broken conductor wire in the main tube the proximal end. No signs of thermal damage were observed. The damage to the conductor wire likely occurred during the assembly process. If a conductor wire is damaged with bare conductors in contact with the hypotube, tissue burning at the wrist is more easily achieved for normal positioning/contact. Based on the information provided, this event is being reported due to the following conclusion: it was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the long bipolar grasper instrument could not provide cautery. The conductor wire damage found during failure analysis suggests that if the malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the cautery function did not work on the long bipolar grasper. The procedure was completed with no patient harm.